Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a difficulty in flushing an unspecified quantity of unspecified baxter secondary sets. The customer reported that they continue to see air in the line or at time do not advance past the blue filter with lipids. This was identified during unspecified process step. There was no patient involvement. No additional information is available.